Event description:
It was reported that during a laparoscopic hepatectomy, the jaws did not open when the device was passed from a nurse to the doctor with the jaws closed after firing. The device did not clamp the patient¿s tissue at the time of this event. The device was used on the liver. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what troubleshooting steps were attempted to open the device (knife reverse switch, manual override)? --- no information. Did the jaws of the device eventually open? --- no information.